Event description:
It was reported to philips that the x-ray computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) spoke with the customer who reported that the system could not start, even though the pc had normal power input. Onsite service was recommended. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting found that the power supply of the system was 230v. The fse suspected the issue was caused by a malfunction in the x-ray pc. To resolve the issue, the fse replaced the x-ray pc. The x-ray pc was returned for analysis and analysis identified that that the power supply unit and motherboard had failed on the pc. After the x-ray pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.